Event description:
Acct. Reports that they have had 4-5 incidents of septum inversions. State they access the septums with the "bd" cannula and also with a plastic cannula on saline flushes. They are not using the injection sites with stopcocks. No pt. Injuries reported, state they just change the injection site.